Event description:
The customer contacted physio-control to report that their device would not power on using dc (battery) only power. The device would power on using an ac power adapter, however, the device's primary source of power is dc. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Initial reporter facility, of the initial medwatch report indicates: dr shiscin plastic surgery initial reporter facility, of the initial medwatch report should have indicated: dr shifrin plastic surgery new information for supplemental 001 medwatch report: h6: the customer was advised that physio-control does not recommend the use of other manufacturer's batteries with the device. It was confirmed that the customer ordered replacement batteries from physio-control. After multiple attempts, physio-control has been unable to contact the customer regarding resolution of the reported issue. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control provided the customer with technical assistance. The device has not been returned to physio-control for evaluation. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device would not power on using dc (battery) only power. The device would power on using an ac power adapter, however, the device's primary source of power is dc. There were no reports of patient use associated with the reported event.